Event description:
During index procedure, a resolute integrity rx drug eluting stent was implanted in the mid lad. The device was implanted successfully and without issue. Approximately 4 months post index procedure, the patient experienced a gi bleed. Asprin was discontinued. The investigator assessed the event as not related to the index device but possibly related to antiplatelet therapy. Patient recovered